Event description:
Premature battery depletion; the battery currently has 11% capacity remaining. This depletion in battery life is premature and it has depleted much earlier than expected. This device was implanted on (B)(6) 2017.